Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A patient discontinued antiarrhythmic medication in preparation for an electrophysiology study. Prior to the test, the patient experienced inappropriate therapy due to atrial fibrillation and atrial tachycardia diagnosed by the device as ventricular tachycardia. The patient will be transferred to the implanting center for device reprogramming.